Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed to the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
Customer's father called to report that his daughter's pod was not delivering insulin. He did not have her pdm with him, or the details around this pod. He said she tested her bg on her pdm, and her bg was over 500 (pdm read high). After correcting this bg with a correction bolus, her blood sugar was still over 500. Her bg did not go below 500, until they changed this pod. Customer was wearing this pod on her abdomen. Pod looked normal, when it was removed. Customer's father did not have any other info regarding this pod.